Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. High thresholds and high impedance were noted on the right ventricular (rv) lead. The lead was capped. No further patient complications have been reported as a result of this event.